Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, machine flow sensor was contaminated observed. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination.